Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's internal jugular in the emergency room. During insertion the physician noticed resistance when threading the spring wire guide through the needle. The needle was then removed and the dilator was inserted over the spring wire guide. Again, they physician noticed resistance, but was able to thread the dilator. At which time, the spring wire guide was removed from the dilator and the wire was found unraveled. Everything was removed from the patient intact. A new kit was used successfully for the patient. There was no delay in treatment and no patient death or complications reported.